Event description:
Potential for injury associated with a leo 4-wheel scooter, where the battery indicator light is malfunctioning. The user will not know the actual battery level and could become stranded.